Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for an unrelated procedure. An implantable cardioverter defibrillator interrogation revealed that the device was post-paced t-wave over-sensing. The device was reprogrammed accordingly. Patient was stable after the event.